Event description:
The pump was reported to overinfuse. An unknown medication was set up to infuse over 10 hours and it infused in just one hour. No additional clinical information was able to be obtained. No adverse outcome resulted.